Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. In this case, it was reported that the guide wire encountered resistance during advancement and subsequently separated. Analysis of the returned wire confirmed the reported material separation. The fracture face at the separation was bent and twisted. This type of damage typically occurs when the wire is torqued at a kink or bend. Additionally, the analysis also noted polymer bunching and tears near the separation point. This is consistent with manipulation against resistance. In this case, it is possible that the wire sustained damage during use, such as a kink, resulting in the reported resistance during advancement. Manipulation of the wire, when resistance was encountered, possibly contributed to the reported material separation and polymer damage. The separated portion of the wire was successfully removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left coronary artery (lca). A 190cm bmw universal ht guidewire (gw) was inserted in an optical coherence tomography (oct) catheter for pre-percutaneous coronary intervention (pci) imaging and was then used with a drug coated balloon (dcb) for angioplasty. During the procedure resistance was felt, and it was noted that the gw became torn and was free floating in the anatomy. The gw was removed and the floating piece was captured and removed with a snare device. Another same size bmw gw was used to continue the procedure. Post oct was done and before the procedure was finished it was noted that the gw was torn again. The separated portion was removed with a snare device. The physician commented that the two wires were torn at the same location. There were no adverse patient effects and no clinically significant delay. No additional information was provided.